Manufacturer narrative:
Patient age at time of event: 50s. (B)(4). Device evaluated by manufacturer: returned product consisted of solent proxi thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. There was blood in the manifold. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error occurred during aspiration. An angiojet® solent¿ proxi catheter was used during a deep vein thrombosis treatment procedure within the superficial femoral artery (sfa). The catheter was primed and aspiration was started. After 30 seconds, a check saline error occurred and the catheter was noted to be leaking at the pump. An attempt to re-prime the catheter was but would error out after 12 seconds. The procedure was completed with another solent proxi catheter with no patient complications reported. Patient was stable upon completion of the procedure.